Event description:
Pt with a diagnosis of a vascular necrosis of left hip in 1990. A left total hip arthroplasty was done in 1990 at facility. The pt was bothered since then with most recently developed significant lumbar problems. Xray showed an asymmetrical disc collapse with regard to complete catastrophic mechanical disassociation of the hip components. Pre-operative diagnosis: aseptic failure with polyethylene wear through, peri-acetabular osteolysis, marked post operative heterotopic bone formation and post operative and acquired leg length discrepancy. Revision of both components 12/11/1998.